Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.

Event description:
Subsequently, boston scientific received information in (B)(6) 2013 that this family member contacted boston scientific's technical services (ts) to report that this patient died ((B)(6) 2013) one month following the extraction of this chronic boston scientific device and chronic competitor leads. The family member commented that the patient died from heart complications as a result of an infection. A review of the device implant form for the replacement procedure ((B)(6) 2013) found that the chronic boston scientific device and competitor leads, originally implanted in (B)(6) 2013, were explanted due to infection. Due to pacemaker dependency, a temporary pacemaker lead had been inserted for bradycardia support at the time of the extraction procedure. Replacement competitor transvenous pacing leads were implanted and a boston scientific replacement device was connected and secured in the right pectoral pocket. The pocket was closed with no further issues reported. The local representative was contacted who confirmed that the chronic boston scientific device and chronic competitor leads had been explanted due to infection. The patient's medical history was significant for an aortic valve replacement prior to the pacemaker implant in (B)(6) 2013. Although the patient suffered from multiple co-morbidities, the documented cause of death was not currently available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.